Event description:
The pharmacist at the hospital reported that during a surgery, the screw was stuck in the mechanism. He had to repeat the procedure a second time. It is also mentioned that there were no adverse consequences for the pt.

Manufacturer narrative:
Device was discarded. Once the investigation has been completed, any add'l info will be reported in a supplemental report.